Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Physician reported the kit contained a peel-away sheath with a broken valve. This was recognized by the physician before it was inserted into the patient.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported the kit contained a peel-away sheath with a broken valve. This was recognized by the physician before it was inserted into the patient.